Manufacturer narrative:
(B)(4). Sample will not be returned.

Event description:
See MDR# 3006425876-2012-00039 for the first event involving the same pt. It was reported that the tip of the dilator "broke" when the physician created a subcutaneous course. Add'l info received on (B)(4) 2012 states that a skin nick was made. The dilator tip flared/trumpeted. It did not break into two pieces.